Event description:
It was reported that movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted with all release criteria being met. There was a visible gap on the posterior side of the device but based on echo imaging, it was believed that the device was sealed against the pectinate. The device passed the tug test and appeared to have good anchor engagement. The following morning, a transthoracic echo (tte) confirmed that the device was still in the laa but the device appeared to have shifted proximally in the appendage. The patient was discharged with no issues noted.